Event description:
The hcp indicated the pt's pump had been functioning well for four years. The pump was explanted and replaced because they thought that the pump life was close to the end. The pt is reportedly doing "well". The drug contained in the pt's pump was morphine (unknown concentration/dose).

Manufacturer narrative:
Final device analysis revealed the pump's gears seized due to bridging residue.